Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2011. It was reported that her stimulation turns off without prompting. This same also reportedly occurred with her previous ipg (reference 1627487-2011-01002). Follow-up on this matter found that stimulation has been restored via reprogramming. However, a full diagnostic test will be performed to check for possible impedance issues. No further information is available.